Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer reviewed the device event log and found a power pack failure. The device was tested and the reported event could not be duplicated. The power pack was replaced as a precaution. An unrelated issue was found and corrected.

Event description:
During service, a power pack failure was noted in a ventilators event history. There was no patient involvement.